Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: device: "triple 8cm arrow device of unknown product code or lot number." Complaint: "more recently we've been forced to use the triple 8cm arrow which has a clamp to position it at variable length at the skin; we've had several extravasations relating to the line slipping in the clamp. Many of the problems occur in complex, small, and often edematous babies". Attempt for additional information to the customer has been unsuccessful. Unknown when incident was first observed and if any intervention was required. Patient condition unknown at time of report.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: device: "triple 8cm arrow device of unknown product code or lot number" complaint: "more recently we've been forced to use the triple 8cm arrow which has a clamp to position it at variable length at the skin; we've had several extravasations relating to the line slipping in the clamp. Many of the problems occur in complex, small, and often edematous babies". Attempt for additional information to the customer has been unsuccessful. Unknown when incident was first observed and if any intervention was required. Patient condition unknown at time of report.